Event description:
It was reported that the device's downstream occlusion is unattached/bubbled and have a cracked interior battery door latch. Software upgrade required as well. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint was confirmed. The visual inspection found that the downstream occlusion seal was delaminated.